Manufacturer narrative:
Device not returned to manufacturer.

Event description:
On (B)(6) 2015 the customer reported a qcv failure with mini vidas blue. The last successful qcv run was (B)(6) 2015, controls performed on (B)(6) 2015. Retrospective analysis was performed and determined 2 patient samples may have been affected. One patient sample (pct) was rerun and determined by customer to be good. The second patient sample result (rub) cannot be confirmed at this time. Customer cannot confirm if the 2nd patient result was potentially a false result or if the result was delayed.

Manufacturer narrative:
This report was initially submitted following notification that a customer in the united states reported a qcv associated with the minividas®. Biomérieux investigation (internal and on-site) was conducted. The local biomérieux field service engineer visited the customer site and identified a clogged pump. The pump was cleaned and returned to service following confirmation of proper function via pump tester results and leak test. Retrospective analysis was performed by the customer from (B)(6) 2015 (time of last conform qcv) to (B)(6) 2015 (time when the qcv failed). This retrospective analysis determined two (2) patient samples may have been affected: the first patient sample (pct) was reprocessed; the initial result was duplicated (i.e. Determined to be correct). The second patient sample result (rub) could not be confirmed; reason not provided by customer. Evaluation of the corresponding rub (1004138050/160622-0) batch records, indicated that: no additional complaints have been received for vidas® rub g lot 1004138050/160622-0 the batch history record shows no anomaly during the manufacturing process for the vidas rub g lot 1004138050/160622-0. Biomérieux quality product laboratory tested eight (8) internal samples with the rub assay. All tests results were within biomérieux specification. Based on the results of the investigation, the qcv performed as designed to identify a potential risk, and corrective action was implemented.